Event description:
It is reported that after the tibial implant was impacted the tray did not appear to be secure. Bone cement was used on the underside of the tray.

Manufacturer narrative:
Eval summary: no devices or photos were received, therefore, the condition of the components is unk. The persona trabecular metal surgical technique states, "slowly impact the tibial plate until the pegs are approx half-way seated. Perform a visual check to ensure that pegs are still well aligned to the holes prior to fully seating the implant. Assess the initial stability of the tibial component by applying moderate thumb pressure on the tibial plate either anteriorly or posteriorly. If movement is detected, the persona trabecular metal tibial tray should be cemented to the proximal tibia." Thus, the event described above is per the surgical technique and is intended use, if the pt's bone stock was poor. It is unk at this time if the pt's bone stock was poor. Without sufficient evidence, root cause cannot be determined at this time. Eval - review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.